Event description:
The customer reported that the system displayed a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor cpu board was replaced. The system was tested and found to be working as intended and put back into service.